Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown trident psl shell. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to manufacturer.

Event description:
Maude event report # (B)(4): I had original hip replacement surgery (B)(6) acetabular, stryker trident pls shell with stryker secure fit femoral stem both of which failed three months apart. Second surgery (B)(6) after the original surgery refused to correct. The second surgery was the cup. A few months later the stem failed requiring me to undergo a third surgery. I am still recovering in a lot of pain. I am a young female (B)(6). Very limited activity. The cup fell three inches, the stem loosened cause the leg to shorten by 1.5 inches.

Manufacturer narrative:
Patient details were reviewed and no indication was found that the event was related to device design, materials, or manufacturing. Clinician review of the provided information determined inadequate medialization and bony contact of the primary acetabular component in a smoker likely contributed to the described fibrous fixation of the acetabulum. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
Maude event report # mw5038435: I had original hip replacement surgery (B)(6) acetabular, stryker trident pls shell with stryker secure fit femoral stem both of which failed three months apart. Second surgery (B)(6) after the original surgery refused to correct. The second surgery was the cup. A few months later the stem failed requiring me to undergo a third surgery. I am still recovering in a lot of pain. I am a young female (B)(6). Very limited activity. The cup fell three inches, the stem loosened cause the leg to shorten by 1.5 inches.